Event description:
It was reported that this right atrial (ra) lead was suspected of undersensing. The patient experienced an arrhythmia that was suspected to continue due to the undersensing. This ra lead remains in service. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.